Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device crack in door, channel error 240.4150 and dim display. Replaced door and both pressure sensors and display board. Calibrated, performed pm, passed all tests.